Event description:
It was reported that cartridge alarm 20 occurred and issue did not happen during cartridge load process or previously with this pump. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully load cartridge, resume insulin therapy, and issue was resolved without need for further action.